Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer has a blood glucose level was around 150 mg/dl at the time of the call. The customer states that there is fluid/moisture in the insulin pump caused by possible sweat after working in the yard. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with no traces of at keypad traces, electronic assemblies or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.